Manufacturer narrative:
Correction : manufacturer narrative. Omit: a050701 - failure to align (2522), g0405203 - clamp, b21 - type of investigation not yet determined, c07 - mechanical problem identified, d01 - cause traced to device design, z-2882-2020. Originally customer order management indicated that the device was affected by the syr/pca sizer misalign recall; however, service tech evaluated the device and confirmed that this device was not affected by syringe sizer recall. Based on this information, changing reportability decision from ¿reportable¿ to ¿not reportable.

Event description:
It was reported that an 8120 pca was affected by plastic recall. There was no reported patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that an 8120 pca was affected by plastic recall and syringe sizer recall. There was no reported patient involvement.